Manufacturer narrative:
The failure investigation has been completed and the alleged undefined malfunction issue was verified. The failure investigation has been completed and the alleged notifications issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the lock screen became frozen on the pump screen and the customer was unable to clear it. Additionally, it was reported that an unspecified malfunction occurred. Customer's blood glucose was not impacted. Reportedly, customer reverted to manual injections for insulin therapy.